Event description:
It was reported that the doctor found connector boken during clinical setting before using on patient. No impact on patient.

Manufacturer narrative:
(B)(4). A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube and two suction catheters were returned in their original packaging. The y connector and both swivel connectors were not returned in their original packaging. Since the connectors were not returned, an investigation could not be performed. Therefore, the complaint could not be confirmed and no root cause could be established.

Event description:
It was reported that the doctor found connector broken during clinical setting before using on patient. No impact on patient.